Manufacturer narrative:
Investigation results: the complaint of a damaged catheter hub was confirmed, and the cause appeared to be manufacturing related. One 22g insyte autoguard IV catheter was returned for investigation. The threaded area of the adapter was deformed and the featured of the deformation were consistent with damage that occurred during manufacturing. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Date of event is updated to unknown.

Event description:
This is a complaint about defective catheter hub. Customer felt something wrong with the catheter hub that was being used in the anesthetic department, so they stopped using it.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.